Event description:
It has been alleged that a patient was being transported on a cot and the wheels got caught in gravel and tipped over to the right side while a patient was being transported. The patient suffered bruising as a result of the event. The cot has been placed out of service.

Manufacturer narrative:
No defects were found with the device.

Event description:
It has been alleged that a patient was being transported on a cot and the wheels got caught in gravel and tipped over to the right side while a patient was being transported. The patient suffered bruising as a result of the event. The cot has been placed out of service.